Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Surgeon reported two pts were over-corrected following refractive surgery. Surgeon also reported system failed energy checks between pt cases, which occurred after completion of treatment on the two pts who were reported to be over-corrected. Pt outcome details have been requested. This report will reference the second pt. The first pt is reported under manufacturer report # 3003288808-2011-00054.